Manufacturer narrative:
A tear was observed on the external portion of the soft cannula, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 400 mg/dl while wearing the pod between 4 and 24 hours on the leg. Investigation of pod was found damage to the cannula. The complaint was originally coded for glucose levels are high.